Event description:
After having lasik surgery at (B)(6) clinic by dr (B)(6), (B)(6) 2013. I had right eye pain which he diagnosed as debris under cornea, he performed a "laser flap revision" on (B)(6) 2013. In the next 5 months, I had a regression of my vision. In (B)(6) 2014, he stated I needed "an enhancement" of right eye, performed (B)(6) 2014. I had severe eye pain post op. He again diagnosed as needing "flap revision" performed (B)(6), he applied a contact lense post op. On (B)(6), he removed contact lense, on (B)(6), the severe eye pain returned. Today (B)(6) 2014. I demanded to know what was wrong with my cornea. He said I have exposed nerves around lasik and reapplied a prescription contact lense due to vision loss and severe pain. I am to return in 1 week. I will see my pcp this friday to request anti anxiety medication and sleeping pills. I have not been able to return to my job as an rn since (B)(6). He will not refund my (B)(6) or give me a time frame if any that this will resolve. Please stop lasik surgery!! They told me I was a perfect candidate for lasik. Obviously I was not!! I fear I will have chronic corneal neuralgia, my assessment, no his. He just says "I am very sorry." I will return for my f/u appointment and insist on a proper diagnosis and request consult with a corneal specialist. I pray that I don't end up needing a corneal transplant due to his misdiagnosis and neglectful practice. I have had 4 lasik surgeries to my right eye and to my left eye since (B)(6) 2013. I have requested my medical records to be sent to my pcp. I have been compliant with every post op instruction/medication this dr instructed and nothing helps. I am in severe pain, emotional distress, fear and worse visual quality than before lasik was performed.